Manufacturer narrative:
Surgeon had placed the reference frame on the spine in a non ideal orientation, thus causing the frame to be covered up when using an instrument. Surgeon discontinued using the stealth station and used another system to complete surgery. No impact on pt outcome reported.

Event description:
Medtronic rep reported poor frame placement resulting in discontinuing the use of the stealth system during a lumbar spine fusion procedure. No impact on pt outcome reported.